Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during product evaluation. The root cause was assigned to depleted main batteries. No further testing has been completed on the stay-in unit and no repairs have been performed as the referenced device has been removed from service. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should the device or additional information become available, a follow-up medwatch will be submitted.